Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead could not be successfully implanted during system implant. The lead was removed from the pocket and a replacement lead was successfully implanted at that time.